Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of several inappropriate shocks post implant of a left ventricular assist device. Tachycardia therapy was programmed off. When the patient was ready for discharge from the hospital following implant, tachycardia therapy was programmed back on and the primary sensing vector was reprogrammed to alternate. Low amplitude measurements were observed, however, no further noise was observed. This product remains implanted and in service. No additional adverse patient effects were reported.